Manufacturer narrative:
Investigation summary: based on the information available, boston scientific concludes that the cause that contributed to the reported event cannot be established as the product is not available for analysis. Device history record review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. However, there are several failure modes of the device that could lead to failure to activate, inflation issue and mechanical issue, which include but are not limited to a device or components issue. Without a returned product available for analysis and based on this investigation a clear probable cause for the event cannot be established. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. There is no objective evidence that the user did not properly handle or use the device according to the ams 700 instructions for use (IFU). Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the inflatable penile prosthesis (ipp) pump was sticky and would not re-inflate once released from the pseudo capsule. The physician tried to inflate in clinic but the pump was rock hard and would not "pop". A revision surgery was performed in which the pump was removed and replaced. There were no patient complications and the surgery results were good.